Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. Contact with non-insulated area of grasping section: the distal end of the tissue pad was worn away because seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. The instructions for use includes the following statements which warn against this issue: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device has been returned and evaluated. Correction is being made to UDI. This supplemental report is being submitted to provide this information. Actual device actual lot number is kr108433; kr109305 is package lot number. The device was returned for evaluation due of the broken probe. Visual inspection of the as received condition was performed on the device; the probe was still present, not broken off. There is some tissue build up consistent with use. The ptfe pad (teflon pad) is slightly worn, but no metal exposed. The jaw gold insulation is intact. Probe and jaw are in good alignment. There was a crack on the probe which was not visible and difficult to be seen under a microscope. The device was then attached to the usg-400/esg-400 and a probe check was performed. The device failed the probe check generating an error code "u504-probe damage error" on the usg-400 screen, but both switches are functional. The rotation of the knob torque is normal and smooth. However, when the handle was being manipulated to check for the wiper movement, and as soon as the jaw closed, the probe completely broke off. The probe fragment is approximately 16 mm in length. The remaining portion of the probe sticking out at the proximal end was measured about 3 mm in length. Therefore, the reported complaint of probe broke into patient was not confirmed since probe was still present as received condition, but the probe did not break during procedure and fall into the patient. Probe broke during inspection and evaluation of the device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic total laparoscopic hysterectomy procedure, the device probe broke off into the patient and was retrieved. There is no reported harm to the patient.